Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high shock impedance measurements on the right ventricular (rv) lead. This rv lead was explanted. No additional adverse patient effects were reported.